Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Both bone pins broke at the tip. Upon intra-op xray, the tips broke off at the far cortex of the tibial bone. The small broken tips had to stay in the patient's bone. The broken pieces were only a couple millimeters in diameter. This happened when the surgeon was drilling the pins into bone. The surgeon did not pre-drill.

Manufacturer narrative:
Reported event: both bone pins broke at the tip. Upon intra-op xray, the tips broke off at the far cortex of the tibial bone. The small broken tips had to stay in the patient's bone. The broken pieces were only a couple millimeters in diameter. This happened when the surgeon was drilling the pins into bone. The surgeon did not pre-drill. The pins were 3.2×110mm. Issue was noticed in intra-op xray specifically looking for a pin break because the surgeon thought he may have felt the pin(s) break. Patient involvement? Yes. No harm. Pin small fragments remain in posterior bone. Surgery delayed 5 min. For xray to prove pin breaks. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices ((B)(4) non-sterile bone pin, single) were manufactured shipped to (B)(4) on august 13, 2015 and accepted into final stock on august 13, 2015 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143110, lot number w41378-5 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #(B)(4) . Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did use the drill guide during placement of the bone pin. The bone pin broke and bent related to another one of the other potential causes found in 2.0 afmea 0007 sys r35 including: excessive off-axis force applied, high patient bone density, bone pin reuse fatigue, bone pin re-directed during insertion, improper drill speed used increasing torque on pin. Based on this investigation, it is not possible to determine which of the cause(s) above contributed to the failure. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Both bone pins broke at the tip. Upon intra-op xray, the tips broke off at the far cortex of the tibial bone. The small broken tips had to stay in the patient's bone. The broken pieces were only a couple millimeters in diameter. This happened when the surgeon was drilling the pins into bone. The surgeon did not pre-drill.